Event description:
Event as described by the user: "dr. (B)(6) on (B)(6) 2015 indicated that the anesthesia group used updated sapphire epidural pumps (reconfigured with new configuration settings recommended on 04/23/2015 and updated software on 05/01/2015) over the weekend and are continuing to have bags run dry before vtbi reaches zero. He stated that (B)(6) concern is now that there is a "serious threat to patient safety" as these pumps are delivering an incorrect dose. This concern is with their 100 ml bags of marcin/2mcg/1ml fentanyl medication bags compounded by (B)(6); the 150 ml bags of meperidine are programmed to run dry".

Manufacturer narrative:
(B)(4). Q core medical ltd. Is submitting the report on behalf of hospira. (B)(4).